Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2014; 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in ventricular tachycardia and had to be shocked externally because the device did not fire. Interrogation reports showed the episode where the wavelet withheld appropriate therapy for ventricular tachycardia detection for over forty three minutes. The device did not fire because the wavelet template was inconsistent with the patient's intrinsic rhythm. The device remains in use. It was also noted that high threshold on the atrial lead. The lead remains in use. No further patient complications have been reported as a result of this event.